Event description:
A customer contacted baxter's technical service center regarding a system error 2240 alarm (indicating air in the set) which occurred on the home choice machine during drain 1. The patient was connected at the time of the alarm, and had disconnected then reconnected prior to the alarm. The patient ended therapy and would need to start over with new supplies. Proper procedures per the user manual were reviewed with the caller. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) that occurred during drain 1 was not confirmed due to a lack of sample. Based on the information obtained during baxter's investigation, this incident was determined to be due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. The lot number was not provided; therefore a batch review cannot be conducted. A labeling review found the homechoice user's manual to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The device was discarded. A follow-up report will be submitted if additional information becomes available.